Event description:
Pt femoral bone fractured during stem trialing during use of calcar planner (depuy) hit a retractor (mfg by others) and jerked.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. The product and lot code was not provided. The investigation could not verify or identify any evidence of product error/contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.